Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is clinician inadvertently selects drill unit speed that exceeds recommended value for implant placement. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the p/a showed a locator abutment that was unable to seat all the way. The removing of the healing collar (a traditional hc) had been more difficult than usual. When he tried to seat the locator abutment, it would not thread all the way in. He would like a thread tap before rescheduling the patient.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: unknown locator abutment, unknown lot. D10: therapy date unknown / not provided. E1: initial reporter¿s title is not provided / unknown.